Event description:
It was reported that during a total vaginal hysterectomy procedure, the patient received a minor labial burn. The degree of the burn is not known. Ointment was used and it took a couple weeks to heal. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.